Event description:
The suspect meter rexhibited variation in test results when compared with the lab. The following results were reported" inratio =7.5, lab = 3.0. Error codes such as 411 and "not enough sample' were also reported. Technical support sent a new inratio meter to the customer. The customer shall perform a parallel study between the old and new meters and the lab. Further follow up to be performed.